Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, the device was programmed to deliver an unspecified concentration of kiovig, with a rate of 140ml/hr and delivery was started. No add'l programming parameters were provided. After an unspecified length of time, the clinician reported that the rate was found to be 396ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. The device was given 500ml of normal saline prophylactically, to be delivered over 1 hour. The kiovig therapy was resumed after the completion of the normal saline infusion. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2014 at 0902, line a was programmed to delivery at a rate of 140ml/hr, with a vtbi (volume to be infused) of 70ml, for a duration of 30 minutes, and the delivery was started. At 1000, line a was stopped and n230 (prox air, backprime) occurred. At 1002, n102 (prox air, backprime) occurred. At 10004, line a was backprimed. At 1005, line a was restarted at a rate of 140ml/hr with a vtbi of 6.2 ml. At 1009, line a was stopped and the rate was changed to 398m/hr, with a vtbi of 198ml and the delivery was restarted. At 1038, line a was stopped and n232 (proximal air a, backprime) occurred. Between 1039 and 1039 and 1041, the alarms were silenced. Between 1043 and 1048, n101 (no action alarm) occurred and the alarms were silenced 3 times. At 1049, backpriming was started and stopped. At 1051, the device was turned off. A review of the device history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.